Event description:
The reporter stated that the surgeon inserted a 12.6 mm micl12.6 implantable collamer lens in 2006. During a post-op examination, it was noticed that the retinal was detached and the patient was seeing "floaters." The patient was referred to a retinal specialist to have a scleral buckle placed on the eye as the lens remains implanted. The reporter stated that the retinal detachment was not caused by the icl or manipulation of the lens.

Manufacturer narrative:
Evaluation codes: method: a work order search was performed for the lens. Results: a lens work order search was performed for the lens and no similar complaint was found within the search. Conclusion (no conclusion can be drawn): based on the complaint history, and work order search, a specific root cause of the event could not be determined.